Event description:
On 06/27/2000, the facility's nurse informed the MFR's representative of the following: according to the report, "an x-ray demonstrated that the device catheter was leaking and as a result, the device was explanted (2000). The location of the leak was stated to have been in the area of the clavicle." No further details were provided.